Event description:
It was reported that the patient presented remotely via merlin.net. The implantable cardioverter defibrillator (ICD) had inappropriate shocks. No interventions were reported. The patient was stable.

Manufacturer narrative:
The reported event of inappropriate therapy could not be confirmed. The device was above elective replacement indicator (eri) upon return. Electrical testing found no anomalies.

Manufacturer narrative:
Correction d6b was blank and has now been filled with apr 10, 2022.

Manufacturer narrative:
Additional information notes the device was returned therefore was explanted (unknown date).

Event description:
New information notes the device was explanted and returned.